Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom on 05/24/2016 to report that on (B)(6) 2016, their receiver displayed an error message for transmitter failure. There was no report of injury or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. Exterior visual inspection was performed and the transmitter passed. Voltage testing was performed and the transmitter failed as it has no voltage. No share log data was available for review. The reported event of transmitter failed error was not confirmed. A root cause could not be determined.